Manufacturer narrative:
Found a corroded battery tube during an initial inspection. The pump passed the self test. The trace and history files were successfully downloaded using thump. All buttons respond properly; no stuck button alarm, power loss alarm, or frozen display noted during testing. A review of the history files shows that on 12/14/2025 there were seven (7) stuck button alarms (between 18:29 and 21:28), five (5) power loss alarms (between 19:00 and 21:13). The pump was cut open, and the keypad overlay/button dome switch layers were removed for a visual inspection. Found corroded keypad traces and moisture damage on the electronics and vibrate harness assembly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The stuck button alarm and power loss alarm complaints are confirmed due to corroded keypad traces and moisture exposure on the hardware. The frozen display complaint is not confirmed. Corroded battery tube was found during an initial inspection. Cosmetic damage (crack) on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm, the alarm could not be cleared, and the battery had to be removed, resulting in a power loss alarm, and a cracked battery case was also reported. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the power loss alarm, and the customer was not able to clear the alarm. Troubleshooting was performed for the display issue, and it was found customer received a frozen display on the pump screen. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.